Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the display on the patient's infusion device had defects that were affecting the values displayed. The patient also reported that the device was consuming batteries too quickly. No adverse event was reported. The infusion device was requested to be returned for product evaluation.